Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversenslng, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to respiratory rate trend (rrti oversenslng. There were no out of range impedances and technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)